Event description:
On or about (B)(6) 2020, plaintiff underwent placement of the angiodynamics smart port. The device was implanted by dr. (B)(6) at (B)(6) in (B)(6) for the purpose of administration of chemotherapy. On or about (B)(6) 2021, plaintiff was seen at (B)(6), in (B)(6) for removal of the smart port due to infection. On or about (B)(6) 2021, the defective device was removed by dr. (B)(6) at (B)(6) in (B)(6).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).